Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality control (qc) results had gone out of range on the date of the event. The customer discovered the discordant result while repeating the samples that had been run from the time qc was within range until it had gone out of range. The customer stated that a new flex of the reagent had been placed on the instrument prior to repeating the patient sample. During troubleshooting, the customer ran 1 survey sample on original dimension vista and on the alternate dimension vista instrument and obtained similar results. The cause of the discordant, falsely elevated hba1c result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated hemoglobin a1c (hba1c) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hba1c result.

Manufacturer narrative:
The initial MDR 2517506-2017-00092 was filed on january 20, 2017. Evaluation codes was updated. Additional information (1/24/2017): a siemens headquarters support center (hsc) specialist reviewed the instrument data related to this event and concluded that the discordant, falsely elevated hba1c result was a single outlier and it was consistent with a sample specific issue.